Manufacturer narrative:
A complete lead was returned in one piece measuring 46.2 cm. With the x-soft stylet inserted. Visual examination found the helix partially extended and clogged with blood/tissue, an external abrasion 10.2 ¿ 10.4 cm. From the connector pin that breached the outer insulation and exposed the outer coil, procedural damage 10.9, 11.8, and 12.4 cm. From the connector pin and a suture sleeve tie down impression noted 13.4 and 13.6 cm. From the connector pin. X-ray examination found the outer coil compressed at the location of the suture sleeve tie down location. No conductor fractures or internal shorts were noted. The reported event of lead noise was confirmed and attributed to the external abrasion consistent with friction to the device can.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-13403. It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right atrial lead and right ventricular lead exhibited noise. The right atrial lead noise was unable to be programmed around. The physician explanted and replaced both leads. The patient was in stable condition.